Event description:
Account alleged that the brake system was down.

Manufacturer narrative:
Account replaced all four brake casters to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.